Manufacturer narrative:
Additional information: d9, g3, h3, h6. One ensite x amplifier was received for evaluation. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and was successful. Using a surflink, electrocardiogram (ECG) simulator, 10 lead ECG cable set; an ECG signal was sent across each of the ECG and navx patch lines. Each signal was successful and observed without noise artefacts (which includes the system reference (ECG rl and top belly patch) and the left leg). The field service tool (fst) was then connected, and the amplifier passed post. The field functional test was then performed and was successful. The field reported event was not able to be duplicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the cause of the reported communication issue and subsequent cancellation remains unknown.

Event description:
During a procedure, there was a "left leg or system reference" error resulting in cancellation of the procedure. The patches were replaced, as well as other various troubleshooting measures, however the issue did not resolve. The issue was alleged to be due to the ensite x surfacelink. However, replacing it did not resolve the issue and the procedure was cancelled. After further troubleshooting it was determined that the amplifier was causing the issue. There was no alleged performance issue with the surfacelink or the two sets of patches.